Event description:
It was reported that after the device change out due to elective replacement indicators (eri), and during the dft testing, the patient could not be successfully defibrillated and had to be rescued externally. Surgery was delayed due to the physician deciding on action plan. Nine days later, during the new procedure, the physician decided to try a new right ventricular (rv) lead in case the 6949 lead had fractured. Upon trying to extract the 6949, the physician unintentionally pulled the entire system out. After placing an entirely new system, the patient still could not be defibrillated during dft testing. Therefore, the physician decided to add another cs transvenous lead. This was successful and the case was finished. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 6949 lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The defibrillation and distal conductors were distorted and there was blood/body fluid on the outer tubing overlay. The outer tubing overlay was also kinked/buckled, melted, had cosmetic environmental stress cracking, and a breached cut. There was a cosmetic depression on the outer insulation also. There was blood in/on the helix mechanism, a deformation/fracture in the proximal section of the inner coil, indicating extension problems, and there was apparent explant damage.

Event description:
It was reported that after the device change out due to elective replacement indicators (eri), and during the dft testing, the patient could not be successfully defibrillated and had to be rescued externally. Surgery was delayed due to the physician deciding on action plan. Nine days later, during the new procedure, the physician decided to try a new right ventricular (rv) lead in case the 6949 lead had fractured. Upon trying to extract the 6949, the physician unintentionally pulled the entire system out. After placing an entirely new system, the patient still could not be defibrillated during dft testing. Therefore, the physician decided to add another cs transvenous lead. This was successful and the case was finished. No further patient complications were reported as a result of this event.